Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 327 mg/dl. The customer reports receiving a battery out limit alarm first, and then receiving the button error alarm. The customer states the keys are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No unexpected battery out limit alarms were noted. The pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window, a slightly loose drive support disk, and a stained end cap sticker.